Event description:
Manufacturer report number: 2017865-2019-04130. The patient presented in clinic following syncope. The device was interrogated and loss of pacing was noted during asystole episodes. The device was reprogrammed to resolve the issue of asystole. Although the issue was resolved, the device and lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Field complaint of no output could not be confirmed. Output measurements revealed the device was operating within specified tolerance. Evaluation of the device header found no anomalies that could contribute to the complaint of no output. Further testing found the device battery is above elective replacement level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.